Event description:
Post-transfusion (unit of platelets, pheresis; 4 days from collection) reaction of hives, malaise with chills and rigors; temp went from 99.2 f to 105.2 f. Conclusion - bacteremic transfusion reaction, coupled with a mild allergic/urticarial transfusion reaction.